Event description:
It was reported that the implantable cardiac monitor was unable to be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the device exhibited a battery anomaly. After replacing the battery, normal function ensued.